Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid dialysate. On the same day as the onset, the patient was hospitalized for event. The cause of turbid dialysate and treatment for the event were not reported. At the time of this report, the patient was recovering from the event. On an unreported date, extraneal and physioneal were discontinued pd. No additional information is available.